Manufacturer narrative:
The suspect device was not returned for evaluation; however, a photograph of the kit was provided by the account. The complaint is confirmed. The root cause is attributed to a vendor supplied component. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that a hole was identified in the packaging of the custom kit. No patient injury to report.